Manufacturer narrative:
(B)(4). The complaint device was not returned to manufacturer. Instead, the device was returned to the distributor for evaluation. The root cause could not be determined because receiver displayed "transmitter out of range" prior to the investigation being completed.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of an intermitted out of range signal. A CAPA has been initiated for this issue.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.